Event description:
(B)(4). I believed that this was safe and didn't know of any problems that it could cause. The pamphlet made it seem so easy and safe. A 99% effective and little to no side affects. I gained 40 lbs just months after it happened and kept gaining. I also couldn't take my antidepressants started to make me sick. So I stopped taking them. I have restless leg, legs and chest itch, constant exhaustion, headaches, joint pain, teeth falling apart, worsening of thyroid symptoms, worsening of depression, blurry vision, lower burning and stabbing abdominal pain, heavy painful periods, constant spotting, pain during sex, constant high white blood cell counting constant cramping. My essure was provided to me by the doctor.